Event description:
It was reported that the right ventricular (rv) defibrillator lead showed a pacing impedance spike. It was also reported that there were failed shocks during defibrillation threshold (dft) testing. The hvb and pace/sense portions of the rv lead were capped and the superior vena cava (svc) coil remains in use. A new rv defibrillator lead was implanted and is being used for high voltage (hv) and pace/sense. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2008. (B)(4).